Event description:
A nurse reported that the equipment displayed a system message informing that the fluid/gas exchange was precluded. The case was completed manually. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and found liquid a silicone inlet on the viscous fluid control (vfc) pneumatic connector valve. The company rep replaced the pneumatic connector valve. The filters and modules were cleaned. Preventive maintenance was performed. The system was ten tested and met all product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).